Event description:
The customer reported that the patient image selected from the image directory does not display on the left monitor. It does not display the correct image.

Manufacturer narrative:
The ge service rep reloaded the workstation system software, and verified that the patient images were saved, retrieved, and displayed correctly. The system is currently operating as intended.